Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user contacted support expressing concern that the ilet delivered higher-than-expected insulin for meals and requested guidance on reducing meal announcement dosing; the user was educated that the system adapts based on meal announcements and was shown how to review historical ¿usual for me¿ doses, with additional training scheduled. Symptoms included no adverse clinical effects and a blood glucose of 145 mg/dl at the time of the call. Outcomes included user dissatisfaction with perceived excessive meal bolus amounts without clinical harm, and a plan for further training. Investigation included review of device history, insulin delivery logs, and user-reported meal announcement patterns. Investigation of this case revealed that frequent ¿less than¿ meal announcements associated with postprandial hyperglycemia likely influenced the algorithm to increase delivered meal doses, consistent with device adaptation behavior rather than a hardware or software malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use-related factors and device behavior consistent with design, to be addressed through user education and potential device reset during additional training.